Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The monitor board was replaced as a pre-caution. Review of the device activity logs showed both a calibration recommended advisory message and a low battery/shutdown warning message. If the battery is not replaced, the shut down is an expected outcome when operating with a low battery or a battery that requires calibration. Analysis of reports of this type has not identified an increase in trend.